Manufacturer narrative:
Lot number, UDI section, expiration date and manufacture date are unknown, no information has been provided to date. Device is exempt. Month and year of event have been provided ,day is unknown. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, a part of the y-connector was found damaged. No patient injury reported.

Manufacturer narrative:
Device evaluation: four photos and one sample device were received for investigation. The photos demonstrated cracking on the y connector of the device. The sample device was visually inspected, and the same cracking damage was observed across the proximal and distal ends of the y connector, confirming the reported complaint. Due to the checks involved in the manufacturing process of this device and the instructions for use, it is most likely that the damage on the wye connector occurred after the product left the manufacturing facility. As no lot number was reported, the investigation was unable to conduct a review of manufacturing device history records (DHR). Based on the available information the investigation could not attribute a root cause. No actions have been taken at this time. This failure will continue to be monitored to determine if new actions need to be taken.